Event description:
It was reported that during treatment with a prismaflex st100 set, an external blood leakage was observed from the port. Treatment was discontinued and the blood was returned to the patient. The estimated blood loss was "within 200 ml". It was identified that there was a crack inside the screw connector. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). The actual device was not available; however, a photograph and a video of the sample were provided for evaluation. Visual inspection showed that the cone of the return male luer lock (mll) is broken and an external blood leak from the return mll. The observed leak is likely due to a broken mll cone. The reported condition was verified. A potential cause of the condition could have been overtightening of the luer connection which can lead to blocked connection and/or cracks. A nonconformance has been established to further investigate the connection components. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.